Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's site infection. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod); contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that she went to an urgent care and was diagnosed with a staph infection. The irritation site was dark red and painful. The doctor lanced and drained pus from the site and prescribed antibiotics. The pod was worn longer than 48 hours.